Event description:
Per the clinic, the patient is a non-user of the device, resulting in loss of benefit. The implanted device remains. Explantation is planned but has not taken place at the time of this report (B)(6) 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; patient was not reimplanted with a new device.